Event description:
Pt had undergone repair of right medial malleous fracture under spinal anesthesia. Fifty minutes after transfer from par to med/surg unit, it was noted that pt had 2x8 cm burn with five linear blisters on left lower leg. An air powered drill, that was flash sterilized prior to the procedure, had been laid on the two drapes covering the pt's leg during the procedure. The surgeon was handling the air drill wearing sterile latex gloves without sustaining any burns to self.